Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated non-boston scientific epicardial right ventricular (rv) pacing lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms, as observed on the patient's remote monitoring system. The pediatric patient was staying in india at the time the impedance problem occurred. The patient's physician in the united states reviewed the device data and observed several non-sustained ventricular tachycardia (vt) episodes that were stored due to oversensed noise. A boston scientific technical services consultant discussed potential causes for the noise. It was reported that the patient was seen by their physician in india, and would return to the united states for a revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A revision procedure was performed. The non-boston scientific epicardial rv pacing lead was surgically abandoned and a new competitor's transvenous pacing lead was implanted. This ICD was explanted electively and was replaced with a new boston scientific model that was smaller in size. The explanted device was returned and analyzed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Additional visual inspection of the rv lead port indicated the rv lead terminal pin had been underinserted, by evidence of the lead seal ring marks in the port. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined the noise and impedance problems observed clinically may have been due to an underinserted terminal pin.